Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 plastic tube broke off harvesting cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Blood was observed on the c-ring, the shaft of the cannula, and the cannula handle. Upon observation the blunt tip of the cannula was detached/broken off. The blunt tip was observed to be hanging on the metal wire of the c-ring. The c-ring was not transected. The metal wire and the c-ring remained attached to the cannula due the presence of a retention rib the scope wash tubing was missing. While the metal wire and the c-ring remained attached to the cannula. Based on the condition of the device as returned, we were able to confirm the reported failure mode for ¿break¿. The DHR for the cannula subassembly was reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 plastic tube broke off harvesting cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.